Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient's coronary risk was found to be higher than anticipated. In consideration of the patient's low ejection fraction and poor cardiac function, it was decided to abort the transcatheter aortic valve implant procedure and transition to addressing the coronary arteries.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name enveo pro delivery system; product ID envpro-16-us (lot: 0012976353); product type: 0195-heart valves;  h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient's coronary risk was found to be higher than anticipated. In consideration of the patient's low ejection fraction and poor cardiac function, it was decided to abort the transcatheter aortic valve implant procedure and transition to addressing the coronary arteries. Additional information was received that intra-operative angiography revealed triple-vessel disease; therefore, coronary artery intervention, including of atherectomy and percutaneous coronary intervention (pci), were prioritized. The valve loading had been completed at that point; therefore, the transcatheter valve and delivery catheter system (dcs) were never inserted into the patient, and the patient only received coronary artery treatment. The tavr procedure was aborted due to a concomitant multi-vessel pci combined with a tavr is unfavorable for subsequent anticoagulation therapy. Subsequently, the patient was sent back to the ward for observation, and the tavr procedure was rescheduled. The pci was not a planned intervention, and the patient did not have a previous coronary artery occlusion or history of coronary artery disease. Per the physician, a coronary artery occlusion did not occur. There was no allegation against a medtronic device.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. The additional information reports the adverse event and treatment occurred before the medtronic device was inserted. Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.